Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error message followed by a power down. It was indicated that a printed circuit board (pcb) was out of specification. It was also indicated that the epg had a scratched keypad. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error message followed by a power down. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit. The unit powered on to an error. The epg was placed in a freezer for an hour. The epg then powered on with no errors. The errors logs listed multiple errors. Conclusion: the complaint was confirmed from the logs but not on the bench. There was a suspected solder issue. If information is provided in the future, a supplemental report will be issued.